Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited a loss of capture at maximum outputs. The lead was removed and disposed of by the hospital. A new left ventricular (lv) lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
Lead was disposed of by the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.